Event description:
The customer reported unable to acquire v1 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v1 lead ECG. There was no reported adverse pt impact. The phillips repair bench evaluated the device and confirmed the trunk cable was defective. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.